Event description:
It was reported that the connector fractured and a broken piece lodged in the ilet; the user removed the fragment and then successfully removed the insulin cartridge before replacing supplies independently, with blood glucose reportedly unaffected; the affected device component was the connector/coupler, and the medical device problem involved a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a component failure of the connector/coupler resulting in fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.